Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was over infusing and need preventative maintenance. There was no patient or clinical injury.

Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. There was no evidence of the reported issue in the event history log. Visual inspection and three separate delivery accuracy tests were performed. The reported over delivery issue was able to be confirmed as at least one of three delivery accuracy tests performed was outside of the published +/-6% specification. It was recommend that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.